Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an unknown procedure to treat an unspecified vessel. Reportedly, the device did not anchor after deployment. An unknown method was used to achieve hemostasis. No additional information was provided.